Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements, greater than 2,000 ohms. Technical services (ts) reviewed remote monitoring data and observed a gradual rise in impedance measurements since implant which was in the 1,700 ohms range. It was noted the patient is zero percent paced. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements, greater than 2,000 ohms. Technical services (ts) reviewed remote monitoring data and observed a gradual rise in impedance measurements since implant which was in the 1,700 ohms range. It was noted the patient is zero percent paced. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.